Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: there were no errors, alarms or warnings (128-fxxx) observed in the black box or alarm history. The returned battery cap was able to fully tighten. The pump booted to the verify screen with audible and vibratory features. Current electrical draws were within specifications. A battery life issue was not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked with corrosion observed inside. The audio bolus button cover was torn, but the button was still operable. The leak test failed due to the bolus button and battery compartment leak. The pump cover was removed and no further evidence of moisture damage was found.